Event description:
It was reported that there was a loss of capture and variable impedances on this recently implanted right ventricular (rv) lead. The patient complained of feeling fatigued. However, it was noted that the patient had an intrinsic rate in the 90s and the symptom was difficult to attribute to the loss of capture. Nonetheless, the physician performed an rv lead revision, using the same lead. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.